Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Usfda reportability has been determined to be not reportable. Insufficient information at this time to determine reportability as there has been no confirmation of cup loosening. Unable to determine if this product is a reportable malfunction/serious injury. Follow-up has been initiated to determine if the cup was loose and / or if the patient was experiencing any adverse symptoms prior to the revision. If/when further information is received this MDR decision may be re-evaluated. No reported injury at this time.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had right total hip done (B)(6) 2010, that had it revised ((B)(4)) on (B)(6) 2018. Right hip rev. Removed gription cup, liner and head. Possible loose cup.